Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately eight years and five months post index procedure a CT revealed that the aneurx stent graft had migrated and that there was now a proximal type I endoleak. Additionally, the CT revealed a type iib endoleak and that the aneurysm measured 7.5 cm in diameter. The physician elected not to intervene. Per the physician, the cause of the event was due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.